Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned no additional evaluation result has been made available. Additional information has been requested, if information is received a supplemental report will be submitted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had a bad coupled charged device defect. Upon inspection of the customer¿s returned device it was observed, cable failure was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on august 23, 2022 prior to a therapeutic tur procedure and the intended procedure was completed with a similar device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to: communication between the camera head and the processor becoming unstable due to faulty cable, therefore, a scope could not be detected. However, the root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.